Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the auxiliary full-height drawer had failed and was not detected on bus. The field service engineer (fse) replaced the drawer control board and the retractor to resolve the issue. Ran diagnostics and tested the drawer and all pockets. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed to open and off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed to open and off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of drawer failure was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that aux full height drawer failed and was not on bus. The fse replaced drawer control board and the retractor, ran diagnostics, and tested the drawer and all pockets, all tests passed. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151903-01: was received with no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151903-01: failed the dmm testing due to a malfunctioning component (d300). The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer failure was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty pcba fh cubie pmc due to failure of diode (d300), which led to circuit instability and ultimately compromised the drawer's functionality.